Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system rebooted without command. There is no report of death or serious injury associated with this complaint.